Event description:
It was reported that low r-waves and impedances were noted at device check. An externalized conductor was visible via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).